Event description:
It was reported that a hospital employee suffered from shortness of breath, hives, tightness of the chest, and difficulty breathing while removing a cysto tray and bi test pack from a sterrad 100 sterilizer. The employee was seen by an emergency room physician where the employee was diagnosed as having an acute allergy reaction and treated with benadryl and another medication. The employee was instructed to wear a mask when working with the sterilizer in the future.